Event description:
It was reported that the bd eclipse¿ needle 25g experienced incorrect label information. The following information was provided by the initial reporter: customer said either label is wrong or prodcut inside box is wrong.

Manufacturer narrative:
H6: investigation summary: no samples were returned for evaluation so only production records could be reviewed via device history review. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance. The probable root cause has been identified as the production technician did not verify the top web information during inspection, there is no detection of the top web by the vision system, and there is no designated area for return top web material. From the project, re-training on the inspection procedure has been conducted to the eclipse team, the inspection form has been updated to include inspection for pre-printed topweb, a vision system has been installed on the packaging line to detect an incorrect top web, and a designated area for top web return material has been identified.

Event description:
It was reported that the bd eclipse¿ needle 25g experienced incorrect label information. The following information was provided by the initial reporter: customer said either label is wrong or prodcut inside box is wrong.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: four samples were received by our quality team for evaluation. The topweb from the returned samples was indicated to be 305761 (needle eclipse 25g x1) instead of 305759 (needle eclipse 25g x5/8). The variable print containing the UDI number, manufacturing date, expiration date and lot number were correct for all affected products in accordance with the associated catalogue number. The cannula of the eclipse product was determined to be a 5/8¿ sized cannula. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance. The probable root cause has been identified as the production technician did not verify the top web information during inspection, there is no detection of the top web by the vision system, and there is no designated area for return top web material. From the project, re-training on the inspection procedure has been conducted to the eclipse team, the inspection form has been updated to include inspection for pre-printed topweb, a vision system has been installed on the packaging line to detect an incorrect top web, and a designated area for top web return material has been identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle 25g experienced incorrect label information. The following information was provided by the initial reporter: customer said either label is wrong or prodcut inside box is wrong.